Manufacturer narrative:
Product complaint number: pc- (B)(4). Date sent to the FDA: 5/4/2022. Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2022. And suture was used. It was reported that the needle broke into two halves from the middle of the needle when it was used during the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/8/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was received: please confirm if the needle was removed during the initial procedure. --------yes, and there was no patient consequences reported. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 component code: g07002 no device return additional information was requested but unavailable: if yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - does a piece of the needle remain in the patient¿s tissue? If yes, ¿ are any plans in place to remove the needle piece in future? ¿ what tissue structure the broken needle was located? ¿ what is the surgeon's opinion of consequences to the patient? -----all answers above are unobtainable. Once there is any update, we will update the information. Additional information was received: after investigation, the patient (female, 52-year-old) underwent laparoscopic myomectomy on (B)(6) 2022. During the operation, the operator used vcp359h to perform the uterine tissue suturing in the way of continuous suturing (the specific suture tissue level was unknown). During the suturing, the needle broke. The operator immediately looked for the broken end of the needle under direct endoscopic vision and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's body, replaced with another device of other manufacturers (the specific product information was unknown). The subsequent operation went smoothly. This event did not cause any other harm to the patient except for the prolonged operation time. The patient has been discharged smoothly currently. No subsequent adverse event report was received. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.